Event description:
It was reported that during a procedure the tip of the unit fell off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the tip of the unit fell off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.